Event description:
It was reported that balloon rupture occurred. The patient presented with permanent pace-maker implantation (ppi). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 5.0mm x 150mm x 150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different balloon. There were no patient complications reported and patient was in good condition post-procedure.